Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with cracked reservoir tube lip, cracked battery tube threads, scratched screen and reservoir tube window, and stained end cap sticker.

Event description:
It was reported that the customer's insulin pump squirted out insulin during the manual prime process and then alarmed. The blood glucose reading was 7.3mmol/l. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device, and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.